Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The second shock induced ventricular fibrillation (vf); however, the fourth shock successfully converted the rhythm back to af with rvr. Subsequently, inappropriate shocks continued until therapy was exhausted, and a code 1005, indicative of an open circuit condition during shock delivery, was displayed. As a result, the physician decided to deactivate therapy and monitor the patient with a lifevest. Additionally, a gradual increase in shock impedance was observed, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended lead revision since calcification was suspected. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not been received for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced an inappropriate anti-tachycardia pacing (atp) burst, followed by eight inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The second shock induced ventricular fibrillation (vf); however, the fourth shock successfully converted the rhythm back to af with rvr. Subsequently, inappropriate shocks continued until therapy was exhausted, and a code 1005, indicative of an open circuit condition during shock delivery, was displayed. As a result, the physician decided to deactivate therapy and monitor the patient with a lifevest. Additionally, a gradual increase in shock impedance was observed, exceeding 125 ohms and reaching out-of-range measurements. Technical services (ts) recommended lead revision since calcification was suspected. No additional adverse patient effects were reported. This rv lead remains in service.